Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facsverse¿ biohazardous waste leaked outside of instrument. There was no impact to user.the following information was provided by the initial reporter:about 3 drops of liquid leaks without sucking liquid during sit flush(B)(4) has been completed and the issue was resolved.it was confirmed that the instrument worked normally.was the leak fluid or air? Fluid.was the leak contained within the instrument? No.was there spray of fluid under pressure? No.what was the fluid that leaked? Biohazard.did biohazard leak before or after waste line? Before waste line.was the waste mixed with decontamination or bleach? No.was the customer/bd personnel physically in contact with the fluid? No.

Manufacturer narrative:
H.6. Investigation: ¿ scope of issue: the scope of issue is only limited to bd facsverse 3l 8c system with acc kit, part # 651155, serial # (B)(6). ¿ problem statement: customer reported a complaint regarding a leakage of biohazard not contained within the instrument. ¿ manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 26feb2020 to 26feb2021. ¿ complaint trend: there are 21 complaints related a leakage from the sit not contained within the instrument. Date range from 26feb2020 to 26feb2021. ¿ manufacturing device history record (DHR) review: DHR part # 651155 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the biohazard leak was due to air leakages and a worn p2 pump. During the initial work order ((B)(4)) the fse (field service engineer) determined that the leakage was due to a worn sit assembly, and they would schedule a future date for its replacement. In the follow up visit, wo-01812013, the fse found that the leakage was due to several factors including a worn sit assembly, worn degasser, and worn p2 pump. The fse replaced the parts, confirmed that the sit position of the universal loader was correct, and ran pqc tests to verify the instrument was working as intended. No parts were requested for evaluation as the replaced parts are not returnable and were discarded. Although the leakage of biohazardous material can cause harm to the customer from exposure to samples and chemicals, the customer was not harmed in any way as they had not come in contact with the leakage. Additionally, the leak was not under pressure and did not spray, and thus did not significantly increase the risk of exposure. This instrument was being used for research purposes, not clinical treatment, and so this incident did not affect or delay the diagnosis of a patient. The safety risk is moderate, s3, and there was no impact to customer/patient health or safety. ¿ service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2018. Defective part number: 653062 - sample injection tube liberty service. 654888 - degasser subassembly service. 647939 - p2 aspirator pump. 334044 - check valve waste. Work order notes: o subject / reported: about 3 drops leak without sucking liquid during sit flush. O problem description: about 3 drops leak without sucking liquid during sit flush. O work performed: [treatment]: replacement of degasser, replacement of sit assy, replacement of p2 pump, implementation of sit position confirmation, pqc pass, abort count test: pass. [Result]: it was confirmed that there was no dripping during sit flush, confirmed the normal position of the sit position of the universal loader, I confirmed the all pass of the pqc test. O cause: I confirmed the phenomenon. The cause is that the suction power of sit flush was extremely reduced due to the following factors. Air leaks from the degasser body due to cracks. (2) air leakage from the joint of the sit part. Decrease in suction power due to deterioration of p2 pump o solution: [treatment]: replacement of degasser, replacement of sit assy, replacement of p2 pump, implementation of sit position confirmation, pqc pass, abort count test: pass. [Result]: it was confirmed that there was no dripping during sit flush, confirmed the normal position of the sit position of the universal loader, I confirmed the all pass of the pqc test. ¿ returned sample evaluation: a return sample was not requested because the parts that were replaced are not returnable and were discarded. ¿ risk analysis: risk management file part # 651155ra, rev. 11/vers. B, liberty ruo 1.0 research systems (facsverse) risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes no. O hazard ID: 2.1.8b o hazard: exposure to biological sample. O cause:backdripfrom injection port. O harmful effects: harm to operator. (Exposureto stained sample) o risk controls: sit flush design to capture back drips. Lib-fld-292 lib-fld-312, lib-fld-313, provide instruction and universal precautions. O imp.verif.: sit back flow control protocol (B)(4), sample carryover: sv-1013-dp, slg: biological safety section¿ o eff.verif.: sit back flow control lsv-1008-tr, sample carryover: sv-1013-dr o probability: 1 o severity:1 o risk index:1 o residual risk evaluation: a o new hazards: none o hazard ID: 2.1.9b o hazard: exposure to biological sample. O cause:backdripfrom injection port. O harmful effects: degraded instrument performance (sensors, moving parts) requiring fse visit to repair damages. O risk controls: sit flush design to capture back drips. Lib-fld-292 lib-fld-312, lib-fld-313 proper shielding (skins, ual splash guard) of critical components, surfaces. O imp.verif.: sit back flow control protocol (B)(4),sample carryover: sv-1013-dp, fluidic management lsvn1034-dp, chemical compatibility of metals: lsvn1027-tp, ruo instrument skins cover kit# 650669 and ivd instrument skins cover kit# 650670. O eff.verif.:sit back flow control lsv-1008-tr, sample carryover: sv-1013-dr, fluidic management: lsvn1034-dr, chemical compatibility of metals: lsvn1027-tr o probability: 1 o severity:3 o risk index:3 o residual risk evaluation: a o new hazards: none mitigation(s) sufficient yes no ¿ root cause: based on the investigation results the root cause of the leakage of biohazard not contained within the instrument was due to air leaks and a worn p2 pump. ¿ conclusion: based on the investigation results the root cause of the leakage of biohazard not contained within the instrument was due to air leaks and a worn p2 pump. The fse resolved the issue by replacing the degasser, sit assembly, and p2 pump. They then verified that the instrument was no longer leaking, confirmed the sit position of the universal loader was correct, and ran pqc tests. After the repair, the customer reported that the instrument was functioning as expected. No one was harmed or¿injured¿due to the incident, and since the instrument was not being used for clinical treatment, no patients were affected. The safety risk is moderate, s3, and there was no impact to customer health or safety. H3 other text : see h.10.

Event description:
It was reported that while using bd facsverse¿ biohazardous waste leaked outside of instrument. There was no impact to user. The following information was provided by the initial reporter: about 3 drops of liquid leaks without sucking liquid during sit flush wo- (B)(4) has been completed and the issue was resolved. It was confirmed that the instrument worked normally. Was the leak fluid or air? Fluid. Was the leak contained within the instrument? No. Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? Before waste line. Was the waste mixed with decontamination or bleach? No. Was the customer/bd personnel physically in contact with the fluid? No.